Event description:
It was reported that a pt was being treated with an esophageal stent. The stent migrated to the pt's stomach and was retrieved via endoscopy. The remaining cover of the stent passed via the digestive system. Pt has not experienced any ill affect from this episode. Info also received indicated that the device was re-sterilized. This device has not been returned for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device co can not determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.